Manufacturer narrative:
(B)(4). Investigation summary: it was reported missing component / incorrect quantity. One empty labeled winding former and one needle-suture of product code (B)(4) were received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿there was no fixation feature in on the newly dispensed suture when it was opened for the surgery of knee arthroplasty¿.

Event description:
It was reported that a patient underwent a knee arthroplasty on (B)(6) 2019 and a barbed suture was used. During the procedure, it was noted that there was no fixation feature in on the newly dispensed suture when it was opened. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the sides of the fixation tab were broken. No additional information could be provided.